Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure, there was an issue with the way the ngage nitinol stone extractor basket was opened. One of the three wires overextended during testing. The device did not make patient contact. They opened a second device and completed the case successfully.

Event description:
There has been no new information received since the last report was submitted on 08aug2018.

Manufacturer narrative:
Evaluation conclusion code: cause not established (4315). Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle and basket formation in the open positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the basket sheath is bent 51 cm from the distal tip and again at 85 cm from the distal tip. The basket sheath is also bent at the base of the support sheath. A functional test determined the handle actuates the basket formation. The basket formation appears to be asymmetrical; one of the basket wires has the appearance of being pulled on or caught on something. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed as the lot number was not provided. The following information included in the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was found to have a basket that had 1 wire asymmetric, with the appearance that the wire had been caught and pulled on something. It was also found that the sheath of the device was bent in multiple locations. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during unpacking / handling of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the cause of the failure mode could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.